Event description:
During removal of an epidural catheter, a piece of the catheter broke off and became lodged in the patient's epidural space, musculature, and subcutaneous tissue. A broken catheter is present in the subcutaneous tissues, musculature, and epidural space.